Event description:
The customer reported to philips healthcare that the heartstart xl+ could not pass the self-test and "hardware error log ID 7:20 therapy pca failure was shown." There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.